Event description:
The account alleged that the center arm assembly was snapped off the bed on the left hand head side rail and the side rail would not latch. No pt impact.

Manufacturer narrative:
Technical support gave the account the part number for the center arm assembly. No further info on the repair of the bed is available at this time.